Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider via a company representative indicated the patient had high impedances all over 40,000 at implant. The impedances were reported to be different at review in clinic. A low impedance of 33 was reported on contacts 0 and 1 using a clinician programmer. Low impedance was noted on contact 3 and other bipolar impedances have decreased to values between 832-3204. The patient was programmed at 60 ms and 20 hz.

Manufacturer narrative:
Concomitant products: product ID 3389-28, lot # 0209151604, product type lead; product ID 3389-40, lot # 0208786588, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The following information has already been reported in manufacturer report# 3007566237-2015-01963: it was reported that there were high impedances during the procedure but the specific value was not known. Impedance testing was performed. The electrodes were defective. The lead remained implanted. No patient symptoms or complications were associated with this event. It was noted that this was a lead and electrode problem. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent. Any additional information will be reported in this manufacturer report. It was further reported that the patient was implanted on (B)(6) 2015 but externalized second stage was on (B)(6) 2015 deep brain stimulation (dbs) target stn. The problem was seen on contact 8. The 40cm lead was usually implanted in the right brain and the 28cm lead in the left brain. The impedances were once the extensions and implantable neurostimulator (ins) was implanted. It was determined that there was an issue with the lead once the high impedance was observed. The extensions were disconnected and swapped around to see of the impedance issue would change sides; this was how they highlighted the lead was the issue. The impedance measurements were: c<(>&<)>8 25,163ohms; 8<(>&<)>9 26,885ohms; 8<(>&<)>10 26,887ohms; and 8<(>&<)>11 27,687ohms.